Manufacturer narrative:
Results: the catrx was fractured approximately 116.5 and 126.0 cm from the hub. The catrx was stretched from approximately 126.0 ¿ 130.0 cm from the hub. The catrx was ovalized approximately 116.0 ¿ 120.0, 131.5 and from 143.5 ¿ 145.5 cm from the hub. The guide wire lumen was damaged. The total length of the catrx was approximately 145.5 cm. During removal from its returned packaging, the middle-fractured portion of the catrx was accidentally dropped on the floor and stepped on. Conclusions: evaluation of the returned catrx revealed a stretched and fractured device. It was reported the non-penumbra guidewire punctured the catrx guidewire lumen. If the catrx is forcefully advanced over a guidewire at an extreme angle, damage such as a punctured guidewire lumen may occur. If this occurs, resistance may be experienced. If the device is forcefully retracted against resistance, damage such as a stretch and fracture may occur. The non-penumbra guidewire was stuck within the guidewire lumen and was unable to be removed. During removal from its returned packaging, the middle-fractured portion of the catrx was accidentally dropped on the floor and stepped on by the penumbra investigator; therefore, this likely caused some of the damage to the middle-fractured portion. Further evaluation revealed additional stretch and ovalizations. These damages were likely incidental and may have occurred during handling after the reported incident. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system cat rx kit. During the procedure, the physician completed a successful pass using an indigo system aspiration catheter 6 (cat6) with a non-penumbra sheath and a non-penumbra guidewire. After removing the cat6 and guidewire, the physician performed an angiogram and noticed some clot in the distal anterior tibial artery (at). Next, the same guidewire was advanced down the at vessel and the physician used an indigo system catrx aspiration catheter (catrx) to aspirate the clot. The catrx and guidewire were then removed and flushed; however, while attempting to advance the same catrx over the guidewire outside of the patient, the catrx was punctured and became stuck. The physician then attempted to remove the catrx, however, it would not come off the guidewire. Consequently, the catrx port became separated and the guidewire was cut to remove the separated part of the catrx. The procedure was completed using a new catrx, a new guidewire and the same sheath. There was no report of an adverse effect to the patient.